Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an issue from a transfer set. It was further reported the dark blue connector was "wiggly" when the patient disconnected from the patient line after therapy. It was reported that the patient did not note any active leaking, however noted some "fluid/betadine" on the pd belt earlier in the day. The pd nurse changed the transfer set and discarded it. The patient subsequently developed peritonitis. The cause of the peritonitis was not reported. Hospitalization, treatment and patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.